Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. Product was expired. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® blood collection set with luer adapter experienced non patient needle separatation from the holder luer/adaptor/hub. The following information was provided by the initial reporter: translated to english. The customer stated "when using the slbcs, it found that the needle was separated from the tube pipe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® blood collection set with luer adapter experienced non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter: translated to english. The customer stated "when using the slbcs, it found that the needle was separated from the tube pipe."